Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (sg) readings and sensor glucose (sg) values. The case was escalated to support for further review. A review of sensor data did not indicate any system malfunctions. However, as part of proactive troubleshooting measure, a sensor re-link was recommended to clear the calibration buffer and address a potential calibration misalignment. Customer care assisted the user with re-linking the sensor, which was completed successfully. Customer care advised the user to continue using the system and to reach out if differences persisted. No additional concern was reported by the user post re-link. B4.date of this report 15 feb 2026. G3.date received by the manufacturer? 15 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121,4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.